Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2020, it was decided to remove patient code breast mass to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) corrections: removed patient code breast mass

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with unspecified saline mentor breast implants and suffered from the following symptoms: ¿right arm falls asleep at night and loses all her strength, right back pain, chronic headaches, pinched nerve on shoulder blade, can not sleep well, night sweats, diarrhea, chest aches, fatigue, seen physical therapist and pin point injections for arm, the doctor found a lump on right breast but now is no longer there¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the date problem observed was erroneously omitted. The actual date was (B)(6) 2015. Manufacturer¿s reference number: (B)(4).